Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. The customer stated they were unable to get pump to refill, when pressing act to fill, this is when it alarmed. The customer's blood glucose was 65mg/dl. The customer was advised to discontinue the use of the pump and revert to back up.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump passed displacement test, self-test, and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump was received with severely scratched display window broken belt clip slot, cracked reservoir tube lip and cracked case near the display window corners.